Manufacturer narrative:
Final analysis of the implantable neurostimulator (ins) revealed that the device was overdischarged and permanently damaged. The ins was received with no telemetry. According to the trace report obtained from the ins after physician mode recharge (pmr) recovery, the total recharge count prior to receipt in the analysis lab is (B)(4). The last recorded recharge session done while the device was implanted was on (B)(6) 2007. The device was recharged for 33 minutes. The battery charged from 3.985v to 4.000v. A normal recharge was started manually after 3 physician mode recharges at body temperature with a 1cm spacer between the ins and recharge antenna. It was noted that the battery discharges rapidly.

Event description:
Additional information received reported that the date of the event was (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) was "overdischarged." It was noted that the patient's entire system was replaced on (B)(6) 2012. It was noted that the "patient forgot to recharge." It was noted that this event was related to the device. No patient symptoms were reported. It was noted that the patient recovered without sequelae. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event was related to the recharging process. The implantable neurostimulator (ins) was unable to recharge. The device was overdischarged. Actions taken included explanted/replaced. The device interrogation/device data showed abnormal overdischarged state. The outcome was resolved without sequelae.

Manufacturer narrative:
It was previously reported that the device was unknown. Additional information received reported that the device sn # was (B)(4). The appropriate fields have been updated.